Manufacturer narrative:
Concomitant products: product ID: 3778-45 lot# serial# (B)(4) implanted: (B)(4) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(4) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4) implanted: (B)(4) 2008, product type: extension. Product ID; 37743, lot# serial# (B)(4) implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2008, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that a doctor is working with the patient and the patient is going to be having spine surgery on her neck. The patient would like her leads removed at that time as well. The implantable neurostimulator (ins) has already been removed but the leads remained implanted. The doctor wanted to know how to remove the leads.

Event description:
It was reported that the patient no longer wanted the device. The device was explanted and returned to the manufacturer for analysis. She had part of her system removed because the therapy never worked to treat her dystonia. It felt like she had excess energy, jolting, and pain. It was also noted that the patient requested MRI compatibility guidelines. The MRI was related to her back and neurological problems, and not because of the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was overdischarged and permanently damaged.